Event description:
The monitor was returned for investigation and failed incoming functional testing. The belt was returned for investigation and failed incoming functional testing.

Manufacturer narrative:
The monitor 07178516 was returned for investigation and failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse events occurred from the monitor malfunction. The belt 59114376 was returned for investigation and failed incoming functional testing. The root cause for the failure was the esd 700 was damaged and overheating on the belt node pca, causing communication faults. There was also contamination on j703 causing intermittent connection. The root cause for damaged component could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the belt malfunction.